Event description:
Multiple passes were performed with the silverhawk atherectomy catheter. The follow-up angiogram demonstrated an area of embolization and dissection just distal to the original lesion. There continued to be a linear filling defect in the artery with slow flow distally. This was covered with a 4x20mm xpert stent. The follow-up angiogram demonstrated the 80% stenosis was reduced to 0% with excellent antegrade flow.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.